Manufacturer narrative:
G4:16oct2020. B4:20jan2021. The field service engineer (fse) replaced the gas delivery system (gds) to resolve the reported issue. The device passed performance verification test and was returned to service. G4:28dec2020. B4:20jan2021. A gas delivery system (gds) was returned for analysis. Visual inspection of the speaker assembly revealed no anomalies. An investigation was performed and the customer complaint cannot verified. No co2 re-breathing warning was noted. No fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
The customer reported low leak carbon dioxide (co2) re-breathing risk. The customer indicated an error code consistent with low leak co2 was present in the significant log. The remote manufacture service technician advised the customer to reference page 253 of the service manual for correct test setup. The customer is reporting they do not have a whisper swivel connected to test circuit. The remote manufacture service technician advised the customer to purchase two parts required for testing v60: bipap test adapter and whisper swivel ii. The customer is requesting onsite service for v60 evaluation and repair for diagnostic code co2 re-breathing risk. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.